Event description:
Customer alleged the right foot siderail will not latch in the up position.

Manufacturer narrative:
The hill-rom tech found that the "d" pin in the siderail mounting bracket was missing. He replaced the siderail mounting bracket to resolve the issue.